Event description:
It was reported to minimed that the customer experienced hypoglycemia. The customer reported blood glucose value was 2.3 mmol/l. The customer reported loss of consciousness and visited ER. The customer reported hypoglycemia was assisted by doctor and treated with glucagon and visited ER. The event involved product mmt-1885. Troubleshooting was performed. No further patient complications were reported. The customer discontinued using the device. Mmt-1885 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged hospital admission for low bgs found on (B)(6) 2026. On svn#: (B)(4) - customer returned pump for an alleged no delivery/insulin flow blocked alarm found on (B)(6) 2026. On svn#: (B)(4) - customer returned pump for an alleged hospitalized for low bgs and pump did not alert when they had the low found on (B)(6) 2026. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Thump and carelink software were utilized and downloaded trace/history files properly. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 06-mar-2026 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026 at 12:33:20.000, 12:38:38.000, 18:12:42.000 during bolus deliveries. The test guardian link with the glucose sensor simulator communicated properly with the pump noted. No communication anomaly. Pump programmed with alert on low using the glucose sensor simulator with test guardian link and the alert functioning properly. On the primary svn#: (B)(4), event date of 23-mar-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 14.2 u and dailytotalofbolusinsulindelivered = 35.825 u which is equal to the dailytotalofallinsulindelivered = 50.025 u. The formatted history file lists data from (B)(6) 2026. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the related svn#: (B)(4), event date of 20-jan-2026. In further review of the formatted history file 1 week from to the event date of 23-mar-2026, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026 at 20:25:22.000, (B)(6) 2026 at 23:27:57.000, (B)(6) 2026 at 19:18:50.000 and (B)(6) 2026 at 18:25:12.000 during bolus deliveries. Also, in the pump history found usersuspend on the event date of 03/23/2026 at 07:33:52.000 and 20:28:53.000. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked down button keypad overlay, pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for under/over delivery anomaly, no delivery/insulin flow blocked alarm and pump did not alert when they had the low was not confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. For additional information regarding the tests performed refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.